Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station patient details disappear from pyxis but still appear on pyxis enterprise server. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was disappear. A technical support specialist was verify the days of admission activity and ensure that the patient does not exceed the established limits. No reply had been received from the customer. Marked the case as closed. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station patient details disappear from pyxis but still appear on pyxis enterprise server. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h6. A supplemental was submitted to reflect the updated imdrf codes.